Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
User received two patient samples with incorrect uric acid results. Only the following patient sample was discrepant. Initial result gave 1.0 mg/dl and was reported to the physician. The lab tech was suspicious of the result reported and decided to rerun the sample giving 6.7 mg/dl. The corrected result of 6.7 mg/dl was called to the nurse and an amended report was issued. User said the patient's fluid intake was reduced "from 100 to 80" based on the initial result reported, but was told the patient was in good condition. User added there were no adverse affects reported for this patient. Uric acid reagent lot number, 61465101. The field service representative found a damaged pipettor seal piece. He replaced the seal piece. A precision check using patient serum was performed to verify analyzer performance.